Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer, who is a doctor, reported that on (B)(6) 2018 she experienced unspecified symptoms of diabetic ketoacidosis and was taken to an emergency room. Customer reported obtaining a sensor scan result of 219 mg/dl which was lower compared to a reading of 467 mg/dl obtained via a laboratory result at the hospital. Customer stated she was diagnosed with diabetic ketoacidosis and treated with IV insulin and elo-mel infusion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer, who is a doctor, reported that on (B)(6) 2018 she experienced unspecified symptoms of diabetic ketoacidosis and was taken to an emergency room. Customer reported obtaining a sensor scan result of 219 mg/dl which was lower compared to a reading of 467 mg/dl obtained via a laboratory result at the hospital. Customer stated she was diagnosed with diabetic ketoacidosis and treated with IV insulin and elo-mel infusion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.